Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): device testing showed a battery telemetered value of 2.81 volts. The incorrect rrt (recommended replacement time) battery voltage measurements are the result of high internal battery resistance. Performance data collected from the device was also analyzed. High battery impedance was logged on (B)(6) 2010, prior to the explant. Ramware version 8 was installed on (B)(6) 2010.

Event description:
It was reported that the device went to eri (elective replacement indicator) very quickly. The device was replaced. No patient complications have been reported as a result of this event.